Event description:
It was reported that the wake button became detached from the pump. There was no information provided on the blood glucose level, so no adverse impact to the customer's blood glucose level can be concluded. The replacement pump has been issued.